Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported that interface abutment fractured at the body and the second screw was constantly loose. Tooth sites 14 and 16. Procedure completed. Placement date: (B)(6) 2015 and removal date: (B)(6) 2026. This complaint refers to the loosening of the screw. (B)(4) was created as reference to the constant loosening.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report, b5: describe event or problem, g3: date received by manufacturer, g6: type of report, h1: type of reportable event, h2: follow up type, h3: device evaluated by manufacturer, h6: adverse event problem, h11: additional narrative. Zimvie received one (1) iunihg, (certain gold-tite hexed screw) for evaluation. Visual evaluation and a functional test were performed, the screw has signs of use, with marking from use and removal. Abutment screw threaded into an in-house implant as intended. Unable to confirm loosening with all the available information. Measurements match drawing. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : loosening¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was the screw wasn¿t torqued to specification. Therefore, based on the available information, a device malfunction could not be verified. The screw threaded into in-house implant as intended. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.